Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿no significant anomaly ¿ slice cut¿. (B)(4).

Event description:
The patient had ¿major back surgery¿ on (B)(6) 2012 where hardware was installed from her sacrum to her cervical area. During the surgery, the distal/spinal segment of the catheter was cut. It was believed that a portion of the catheter remained in the patient¿s intrathecal space. At some point afterwards, the physician¿s office filled the pump with pfns (preservative free normal saline) and decreased it to minimum rate. On (B)(6) 2015, the device system replaced. The patient status was reported as ¿alive-no injury¿. The patient "went to recovery without sequela" and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.